Event description:
Adverse event(s): "glare; streak of light" (visual disturbances); "halos" (halo). Product problem(s): "mildly tilted" (malposition of device [iol (intraocular lens) implant]). A consumer reported seeing a streak of light following bilateral intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the consumer reported seeing a bright diagonal line that would go away when the left eye was covered. The consumer later reported experiencing glare and halos with night driving. The iol was noted to be mildly tilted at a postoperative visit. The consumer reported when looking at a street light, she sees an "x" and diagonal line which was worse in her left eye. Posterior capsule opacification was observed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/14/2010 and 07/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 07/16/2010. (B)(4).